Event description:
It was reported that there were sensing issues with the patient's ventricular lead that began approximately five years ago. The lead was reprogrammed at that time. Recently, a decision was made to replace the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).